Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) indicated the patient had the catheter revised on (B)(6) 2020. In pre-op the patient reported she thought she noticed an increase in pain and feeling sick since about march. Intraoperative the catheter was observed to have been broken at the spinal segment, with a portion remaining in patient/not in use. The catheter was revised with new 8782 (B)(6) and new total catheter length was estimated. It was further reported the medications in the pump included: morphine 25mg/ml and bupivacaine 4mg/ml. The dose before revision of 26.01mg of morphine and 4.16mg of bupivacaine was reduced by 50% after the revision. The patient also had a personal therapy manager (ptm) with 7 activations of 3mg/day before the revision reduced to 7 activations of 1mg/day after the revision. The explanted catheter discarded and the healthcare provider (hcp) did not want return. The patient¿s weight was 169lbs. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 18-mar-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional (hcp) via a company representative regarding a patient receiving an unknown me dication via an implanted pump. On (B)(6) 2020 it was reported that a cap (catheter access port) procedure was done on an unknown date this year and there was no csf (cerebrospinal fluid) flow from the catheter. The cause of the issue was undetermined. The patient was scheduled for a catheter revision on (B)(6) 2020. The issue was not resolved, and it was indicated that the hcp had no further information to provide regarding the event. No patient symptoms were reported, and the patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.